Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device was overheating. There were no reports of delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device was unable to be pre-run due to the difficulty in inserting the cutter device. It was further determined that the device failed the thimble set screw safety check. During repair, it was observed that the bearing and the nose tube tip were damaged and the back end gear had corrosion. It was determined that the issues were consistent with improper cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.